Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: the surgeon introduced the trocar into the abdominal cavity and slid the liver retractor through the trocar to mobilise the liver. After mobilising the liver retractor, the surgeon realised that the trocar had broken in two in the middle of the abdominal cavity. The trocar had to be changed during the operation. Intervention: changed trocar. Patient status: no patient injury or illness was reported.

Event description:
Procedure performed: ni. Event description: the surgeon introduced the trocar into the abdominal cavity and slid the liver retractor through the trocar to mobilise the liver. After mobilising the liver retractor, the surgeon realised that the trocar had broken in two in the middle of the abdominal cavity. The trocar had to be changed during the operation. Additional information received from an applied medical representative via email on (B)(6) 2025: there was no injuries for the patient as the surgeon realized very quickly that there was a problem with the trocar. Additional information received from nca via email on (B)(6) 2025: final mir not necessary ansm ref. As per ansm assessment a final mir is not necessary for this vigilance. Additional information received from an applied medical representative via email on (B)(6) 2025: the trocar broke because the surgeon made a lever arm with the liver retractor inside the trocar, he doesn't think the trocar had a malfunction. The patient was not hurt. No pieces were left in the patient. Intervention: changed trocar. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and met specifications. Based on the condition of the returned unit, it is possible that the reported event was caused by pressure on the cannula from instrument manipulation during the procedure. However, applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no documentations were identified.